Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample. The initial result was 5.34 mg/dl and was reported outside of the laboratory. The customer stated the results was held in their software system because it failed the delta check, but a tech released it anyway. The physician questioned the result and the customer repeated the sample on another cobas6000 analyzer and the result was 0.574 mg/dl. The customer then repeated the sample on the original analyzer and the result was 0.51 mg/dl. The repeat results were believed to be correct. The customer had the patient redrawn and the creatinine result match the repeat results. No specific result was provided. The patient did not receive treatment based on the wrong result but the doctor was in the process of transferring the patient to another facility for treatment of renal failure when he requested the repeat test. There was no adverse event. The reagent lot number was 26995101 with an expiration date of 30-apr-2018. The field service representative ran precision testing on several assays and verified that the creatinine assay did not pass. He found an issue with the reagent syringe assembly and replaced the assemblies. He verified the probe and mixer adjustments and proper functionality of the ultra-sonic mixers. He ran a precision testing which was acceptable.